Manufacturer narrative:
A steris service technician inspected the washer and found that small flames were coming from the light assembly in the washer's chamber; the technician extinguished the flames with a towel. The technician replaced the light assembly, ran a test cycle and confirmed the washer to be operating to specification. The light assembly is not manufactured by steris; the reported event has been communicated to the supplier. The washer was installed in 2010 and is under steris service contract. The reliance vision single chamber washer operator manual states (pp. 4-2), "preventive maintenance guide: replace fluorescent light 1 x per year." During the august 2015 preventive maintenance performed by the steris service technician the fluorescent light was replaced. Per discussion of the reported event with the supplier of the light assembly, the event may be attributed to the light not be properly installed during the last preventive maintenance; the steris service technician has been made aware of the event.

Event description:
The user facility reported that a strange smell was emitting from their washer. No report of injury.